Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.9, reference: 2.1, mean: 2.00, confidence limits: 1.3-2.7. Results such as 1.3, 2.14, 2.8, 2.29, 2.72 and 2.90 inr were not included in comparison analysis because time elapsed between results exceeded three hours. Customer results were analyzed and accuracy confidence limits were met. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Product deficiency not established. No further investigation will be pursued. As of 02/12/2010, eleven discrepant result complaints were reported for lot# 214535 yielding a complaint rate of 0.020%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0,07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab.